Manufacturer narrative:
Patient identifier not available from the site. A medtronic representative went to the site to test the equipment. The representative was unable to replicate the reported issue. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional.

Event description:
A medtronic representative reported that, while in a spinal fusion, the navigation system became unresponsive. The navigation system was restarted to resolve the reported issue. There was a reported delay to the procedure of less than 1 hour due to this issue. No additional information was provided. There was no impact on patient outcome.

Manufacturer narrative:
Additional information: patient age, weight and gender provided.

Manufacturer narrative:
The logs for the navigation system were reviewed by medtronic personnel. However, the logs provided no additional insight into the probable cause of the anomaly. The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.